Event description:
It is reported that the pt presented with aseptic loosening of the tibia component. Upon removal of implant, metallosis was apparent in tissue. Surgeon noticed an imprint on tibia component where peg locks into from insert.

Manufacturer narrative:
This report will be amended when our investigation is complete.